Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-06722. It was reported that vessel perforation occurred. The procedure was indicated due to an st-elevation myocardial infarction (stemi). The target lesion was located in the left anterior descending (lad) artery. A 3.5x24 synergy stent was deployed properly; however, the stent delivery balloon did not deflate properly. The physician had a difficult time removing the stent delivery balloon and there was some resistance. The balloon was able to be removed. During the procedure, the marvel guidewire caused a perforation. An echo was performed. No additional patient complications were reported and the patient's status is stable.